Event description:
It was reported that during a lap cholecystectomy, a clip was malformed at the 4th firing when the device was used on the cystic artery. The clip was tear drop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Ratchet pawl, antibackup failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, due to the antibackup feature was non-functional one unformed clip was fed. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the ratchet pawl spring was found damaged causing the antibackup failure. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review.